Event description:
"On (B)(6)2011 the ssu representative at maquet (B)(4) in (B)(6) reported that the hcu 30 serial number unknown has a sluggish temperature increase when set to 37 deg c and displayed a 'card heater temperature sensor error'. (B)(4)"

Manufacturer narrative:
"Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(6). The device was evaluated by the ssu technician and the 3 way valve was replaced. (B)(4)."